Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (2000mcg/ml, 2256mcg/day) in an implantable pump for intractable spasticity and spinal cord injury. Early device failure occurred; hcp found the pump was malfunctioning. Diagnostics were performed, but the reporter was no unsure of specifics. The pump was replaced on (B)(6) 2016. The issue was considered to be resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury. Additional information was requested from the hcp regarding to clarify the pump malfunction, if patient symptoms were experienced, and what diagnostics were performed. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. The analysis interrogation report indicated the pump had an estimated 32 months until early device replacement indicator (eri).

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient experienced fluctuating spasms. The diagnostics performed included a scan with indium, catheter x-ray, checked pump logs, calibration, and an emergency department visit. The cause of the pump malfunction was stated to be "corrosion." Additional information was requested from the hcp regarding the results of the diagnostics and how the pump "corrosion" was determined. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.